Event description:
It was reported that shaft break occurred. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, after successful stent deployment, the delivery shaft broke. No patient complications were reported. It was further reported that the 75% stenosed target lesion was located in the mildly tortuous and non-calcified right coronary artery. The shaft broke 6 inches from the hub and occurred post procedure, due to a handling error, when the technician was putting it back in the hoop.

Event description:
It was reported that shaft break occurred. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, after successful stent deployment, the delivery shaft broke. No patient complications were reported.